Event description:
While the patient was under sedation for a therapeutic bilateral mastectomy the power seal had an inadequate seal achieved. This resulted in a surgical prolongation greater than 30 minutes. There were no reports of patient harm.

Manufacturer narrative:
Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor the field performance of this device.